Event description:
Customer stated that meter was giving low readings. On an accuchek meter, she received a reading of 220mg/dl. On the elite meter, she received a reading of 105mg/dl immediately after. The check strip and control solution were not available. Customer service had the customer insert a strip and found that the previous reading was 10.9mmol. Customer was unaware that meter units were incorrect. She felt that the problem had been going on for several months. Customer service helped the customer change meter back to mg/dl and sent a check strip and control solution.